Event description:
It was reported that a hyperglycemia event occurred while using the ilet system, with the participant noting ¿cortisone after surgery,¿ and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included high blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Investigation included review of available event details and user troubleshooting outcomes. Investigation of this case revealed no device alarms or malfunctions reported and no device component concern identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.